Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.

Event description:
The customer observed (B)(6) result on the architect i2000sr analyzer. The following data was provided for a (B)(6) female patient diagnosed with adenocarcinoma of the ovary: initial (B)(6). The sample was confirmed (B)(6) on another method. No impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and sensitivity testing. No adverse trend was identified for the customer's issue. No return patient sample was available. Labeling was reviewed and found to be adequate. A retained reagent kit of architect anti-hcv, lot number 92610li00 (which is a sub lot of 92610li01) was used for sensitivity testing. Both clinical seroconversion panels and in-house sensitivity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.